Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no obvious gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns pt was seen during a clinic follow up visit, and when the vns device was tested, high lead impedance resulted. The device was programmed off, and the pt was sent for x-rays to evaluate the continuity of the device. X-rays were sent to MFR for review, and there were no obvious lead discontinuities observed, and the lead pin appeared to be fully inserted inside the generator connector block. A suspect area of the lead was noted below the anchor tether and above the tie-down. However, due to poor image quality, this area could not be adequately assessed. Additional info was received revealing that surgery was planned for (B) (6) 2009. The site reported that both the lead and generator were replaced. There was no trauma reported to have occurred prior to the high lead impedance. Good faith attempts to obtain additional info have been made, but have been unsuccessful to date.